Event description:
Literature report of murder, fatal overdose and fatal toxicity coincident with etomidate therapy. The purpose of this article was to demonstrate that the administration of other substances via an insulin pump is feasible. Etomidate was given to the pt in their insulin pump by their family member to murder pt and they experienced a fatal overdose and fatal toxicity. Per the author, "the cause of death was laudanosine overdose and etomidate toxicity." Laudanosine was also suspect.